Manufacturer narrative:
Concomitant medical products: product ID: pnma01411a004, serial# unknown, product type: recharger; product ID: 37791, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that the recharger belt was broken. When the belt broke the recharger antenna disk hit the floor and cracked. No symptoms were reported. No further complications were reported or anticipated. Additional information was received from a consumer and healthcare provider and it was reported that the patient had received a belt, but not the recharger antenna. The patient stated that they had been in pain the last couple of days because they couldn't charge the ins. It was further reported that the saw a reposition antenna screen on the recharger and they had repositioned the antenna and turned the dial, but was unable to connect. The recharger battery was full. The patient programmer showed an informational screen with the ins on the left and a battery on the right with 1/3-1/4 charge. They were describing the battery level of the patient programmer in the right hand corner. They charged the ins 3-4 days ago and they had put new batteries in the patient programmer. The patient programmer wouldn't connect either and showed poor communication. The patient received a recharging antenna, but the recharger was still not working. They stated they last had stimulation over 2 week ago. They didn't remember the last time that they charged because the antenna had broken. They had not been able to charge in over 2 weeks, but it may have been longer than that. The ins battery was dead. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID pnma01411a004, serial# unknown, product type: recharger. Product ID 37791, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the manufacturer representative met with the patient on (B)(6) 2019 and the patient's battery was overdischarged. They used antenna locate to jump start the battery and charged it to 25%. They cleared the por (power on reset) and instructed the patient to charge to full every day for a week. The issues were resolved.